Event description:
The facility from another country, reported a xenium dialyzer during hemodialysis treatment when a patient complained of being unwell, complained of "wind," and vomited. Initially, hemolysis was not suspected, however, the patient's blood samples were taken and found to be grossly hemolyzed. At the end of the treatment the patient was stable and released to home. Subsequently, the patient was admitted to the hospital. While hospitalized, the patient reported other symptoms (unknown) associated with hemolysis. It is unknown what interventions/treatment was administered. The patient was discharged from the hospital two days later.

Manufacturer narrative:
No sample was available for evaluation.